Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the customer identified break in the plunger of the 60ml syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the top of the syringe, which is damaged. For the damaged part defect, it is likely that a jam occurred during the assembly process resulting in the damage to the syringe. A device history record review was completed for provided material number 302828, lot number 9182636. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed. Alignment of the rails and conveyors was good. No pinch points were detected and the flow of products was acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd syringe 60ml catheter tip, the device experienced a broken plunger rod. The following information was provided by the initial reporter. The customer stated: identified break in the plunger of the 60ml syringe.